Manufacturer narrative:
The implant coil was not returned for evaluation as it was discarded by the customer; therefore, the event cause could not be determined. The lot history record review showed no discrepancies that might have contributed to the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an axium prime 3d coil that prematurely detached inside the micro catheter. It was noted that the implant coil was repositioned several times by the physician before it prematurely detached inside the micro catheter. The procedure was completed with another coil. No patient injury was reported as a result of the procedure.